Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The patient underwent a total laparoscopic hysterectomy (tlh) procedure for uterine fibroids wherein seprafilm was used, and the patient experienced peritonitis and adhesions. The day prior to surgery, the patient was hospitalized for surgical preparation. The patient underwent tlh surgery the next day. Seprafilm was applied to the area of ¿peritoneal defect and peritoneal suture¿. Quarter films were cut in half and used as eight films. There was no infection noted to the applied area or any pre-adhesions. The vaginal stump was excised, and sutured continuously with absorbable sutures. It was further reported the surgical area was ¿contaminated¿ (however this was not further discussed). The following day the drain tube was removed. Two days later, the patient had a body temperature of 37.5 degrees celsius. There was abdominal bloating noted. The patient was ordered to stop eating (npo) and was started on intravenous cefmetazole 3g/per day. The following day, the patient¿s temperature rose to 39.5 degrees celsius. A computed tomography scan (CT) was ordered and showed fluid accumulation in the pelvic cavity. An abscess of the vaginal stump was suspected. The patient was diagnosed with peritonitis and adhesions. Discharge from the hospital was postponed. Npo continued and cefmetazole was increased to 6g/day IV. The next day the patient¿s fever did not improve. The cefmetazole was discontinued, and the patient was started on sultamicillin tosilate hydrate 12g/per day and clindamycin phosphate 1200mg/per day. The patient ¿started eating¿. The following day, MRI showed exacerbation of fluid accumulation in the abdominal cavity. Surgical treatment was determined to be necessary. The next day, the patient underwent laparoscopic drainage. During the procedure there was no pus in the fluid of abdominal cavity; however, yellow transparent exudate was only observed. The small intestine and large intestine were completely adhered to the area of seprafilm application. There were white deposits on the adherent area. The deposits were soft; however, removal of the deposits was impossible due to the deposits being adhered to the intestines and peritoneum. Suctioning of fluid in the abdominal cavity, then adhesion detachment and peritoneal lavage were performed. The following day, the patient was drinking water and passing gas. No fever noted. The next day, the patient was increased to clear liquids and the diet was advanced gradually. Seven days later, the patient was discharged from the hospital. Twelve days later, the patient had recovered. No further information was available at the time of this report.